Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with device alerts indicating glucose above 400 mg/dl and a confirmatory fingerstick of 575 mg/dl after a recent infusion set change and a meal; the user denied set leakage or kinking, did not use backup therapy, and received troubleshooting and education on causes of high glucose, proper supply changes, and not using meal announcements to treat elevated glucose. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no assistance required, and glucose subsequently trending back into range. Investigation included user interview, confirmation of infusion set condition on removal, review of device alerts, reinforcement of meal announcement guidance, and follow-up trend checks. Investigation of this case revealed no device or component malfunction and suggested a cause unclear for the hyperglycemia, with potential contribution from recent set change, meal timing, and user actions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.